Event description:
Philips received a complaint on the philipsmrx defibrillator indicating that the device had an error. There was no reported patient involvement. Available details indicate that the device had exhibited symptoms of an error that the therapy energy was too low. Details provided in an email and source case that the field service engineer replaced the device's defibrillator capacitor assy and the device was successfully returned to service.